Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it flattened and elongated. A leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 282 mg/dl while wearing the pod. As treatment, a manual injection of insulin was delivered.